Event description:
Caller reported blood glucose results of 314 mg/dl on mobile system, 156 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
(B)(4). Absent the device lot number, manufacture date cannot be determined. The event occurred in (B)(6).strips not available for return.